Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is dim even if the brightness is made high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The repair center evaluated the device and confirmed that the user interface assembly needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
The order on the repair above has already been received from the customer. Since replacement user interface assemblies are backordered, the scheduled repair completion date has not been fixed yet. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.

Manufacturer narrative:
The repair center evaluated the device and confirmed that the screen remained dark even when the brightness was set to maximum. (The contents displayed were readable.) The repair center replaced interface assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The product investigation lab (pil) tech verified clear graphics were noted on the liquid crystal display (lcd) portion of the user interface assembly, however even at the brightest setting it was noted that a significant amount of deterioration has occurred with the fluorescent backlighting portion of the lcd resulting in a faulty lcd. The pil tech verified that the ccfl (cold cathode fluorescent light) backlight of the lcd is deteriorating. Note: the inverter and the user interface pca of the user interface operate as designed. The pil tech verified that the touch portion of the lcd did operate. A faulty lcd portion of the user interface has been verified. Per engineering the old-style lcd p/n 1032319 with the fluorescent back lighting will not be going back to the vendor for a vendor analysis. A faulty lcd portion of the user interface has been verified.